Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Based on the reported information, aspiration pneumonia is suspected to have contributed to the adverse event and is a known complication of a peg- j tube placement. If a patient aspirates during a procedure, there is a potential for pneumonia (infectious and traumatic pneumonitis). Although the symptoms may manifest within hours of the event due to trauma of the lungs, it is common that a resulting/secondary infectious pneumonia from aspiration may not manifest clinically for several days, which would provide an explanation for the outcome of death. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced dyspnea, and after aspiration, the dyspnea recovered. Later the same day, the patient experienced respiratory arrest and died. Treatment drugs, medical history and concomitant drugs information could not collected by the physician. Autopsy information was unknown.